Manufacturer narrative:
(B)(4).

Event description:
It is reported that following use of an in.pact admiral to treat the sfa the patient experienced complications post-operative. The sfa was still patent, but issues were noted in the foot. The physician is concerned about distal embolization, specifically the potential that urea may have negative effects downstream. No other clinical sequelae were reported for this event